Manufacturer narrative:
Upon receipt of the ams 700 accessory kit at our quality assurance laboratory, the returned package a thorough analysis. The stainless steel tubing plug, suture tie, and straight window quick connectors were not returned for analysis, but the remainder of the components were inspected with no abnormalities found. Based on the information available, the reported observations could not be confirmed, and the conclusion of cause not established was chosen.

Event description:
It was reported that there was a hair found in an accessory kit. The kit was opened and placed on sterile surface, but not used. The procedure was canceled due to a spider falling from the ceiling onto the sterile field. There were no patient complications reported.

Event description:
It was reported that there was a hair found in an accessory kit. The kit was opened and placed on sterile surface, but not used. The procedure was canceled due to a spider falling from the ceiling onto the sterile field. There were no patient complications reported.